Event description:
It was reported that the user experienced a suspected low blood glucose, self-treated with a large muffin, and subsequently had elevated glucose readings of 214 mg/dl on the sensor and 190 mg/dl by fingerstick while using the ilet system. Investigation of this case revealed user overtreatment of a perceived hypoglycemic event as the likely cause of the subsequent hyperglycemia, with device function not indicated as contributory. No clinical symptoms reported during the event. Outcomes included no medical intervention, and self-resolution as glucose trended down. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction, and the device continued to be used without further issue.